Manufacturer narrative:
(B)(4). Information is unavailable. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deploy any staples? Did the device deliver a cutline? Was the cutline and staple line equal in length? Or did the device start to fire and then stop?

Event description:
It was reported that during a gastric sleeve procedure, the device misfired with reload and could not open. Case was completed with second device. There was no adverse consequence to the patient.